Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards european affiliate, during the implant of 29mm sapien 3 valve a balloon rupture occurred at the very end of deployment. Of note, bav was not performed before valve deployment and the delivery system had nominal volume. The was no heavy or abnormal calcification in the patient's anatomy. No displacement of the valve was noted post-deployment and no post-dilation was needed. The patient did not suffer any injury from the event and the final outcome was very good.

Manufacturer narrative:
Additional information was received. The delivery of the valve was by subclavian approach and the valve was implanted in the aortic position. Investigation is ongoing.

Manufacturer narrative:
The delivery system was returned for evaluation. During visual inspection, a longitudinal burst of the inflation balloon from shoulder to shoulder was observed. No balloon material was missing. Due to the nature of the complaint and the status of the returned device (balloon burst), functional testing was unable to be performed. The inflation balloon single wall thickness was measured along the edges of the burst location. A thickness deviating from the specification could be indicative of an issue during manufacturing of the component, as a thin wall could contribute to the observed burst. All measurements taken of the balloon single wall thickness met the specification. A device history review (DHR) was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review was performed and revealed no other complaints related to balloon burst. During manufacturing of the commander delivery system, the delivery system and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported events. The IFU, device preparation manual, and procedural training manual. During thv deployment, check to ensure the thv is exactly between the valve alignment markers, the flex tip is on the triple marker, and balloon lock is locked. Perform thv deployment by first unlocking the inflation device. Initiate rapid pacing ensuring 1:1 capture, sbp <= 50 mmhg, and pulse pressure <10 mmhg. Confirm placement of center market within optimal initial center marker zone. Begin initial deployment with a slow controlled inflation. Fully inflate and hold for 3 seconds to ensure complete deployment. Completely deflate the balloon. Stop packing and withdraw the balloon from the native valve. Verify flex tip is on triple marker to ensure full inflation of balloon during deployment. Ensure stability of delivery system during thv deployment. Slow inflation during initial deployment may help with stability of the delivery system and thv during deployment. If considered, reposition only at the very early stage of deployment. Do not exceed 20 seconds for inflation and deflation of the delivery system. Always maintain control of the plunger of inflation device when releasing it. Never lock the inflation device during bav or thv deployment. If the delivery system balloon bursts, do not use excessive force. Take care when removing the balloon through the tip of the sheath. Maintain guidewire position. If delivery system balloon bursts or leaks during deployment without thv embolization. Do not use excessive force. Take care when crossing the thv, tracking back over the arch and removing the delivery system (through the tip of the sheath). Maintain guidewire position. Check for pv leaks under echo. If post-dilation needed, use a new delivery system and sheath. Take care when crossing the deployed valve to prevent potential embolization. No IFU/training deficiencies were identified. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Since no product non-conformances or IFU/training manual deficiencies were identified, no escalation to a pra was required. Since no edwards defect could be confirmed, no corrective/preventative actions are required. The balloon burst was confirmed by visual inspection of the returned the device. A review of the device history record, lot history, and complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of IFU/training materials revealed no deficiencies. The complaint description states: ''during procedure a balloon ruptured was experienced at the very end of deployment.'' Without the return of patient imagery, there is insufficient information to determine a root cause. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, potential calcified nodules or over-inflation of the balloon can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. As such, a definitive root cause is unable to be determined. However, it is possible that potential patient (calcification) factors may have contributed to the complaint events.